Event description:
Event description cpi received information that the rate sensing portion of this transvenous defibrillation lead was explanted because the physician noted damage to the is-1 terminal pin.